Event description:
A customer reported that during calibration an ophthalmic operating console a displayed a system message that the operating system will shutdown. Procedure details and patient impact were not reported. Additional information has been requested none received

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported events. To resolve the issues, the nonconforming hard drive was replaced. The system was then tested and met all product specifications. The hard drive was received, and a visual assessment of the returned sample revealed no obvious visual non-conformities. The returned hard drive was installed into a calibrated system and sm [a raid hard drive has failed or is missing] was displayed. The hard drive from the calibrated hotbed was used to replace the hard drive from the sample host and system message was resolved. The complaint was confirmed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming hard drive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).